Event description:
At 03:00 a.m. On (B)(6) 2020, the ventilator crashed and could not work normally when it was used for assisted respiration. This may be main board failure. The ventilator was withdrawn immediately by the on-duty medical staff, a simple respirator was used for assisted respiration, and then another ventilator was used.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the issue in this cer is deemed as a reportable event since the malfunction which logs different tfs and switches to ambient mode during ventilation will cause the ventilator to become inoperable or stop working as intended. The root cause of the ventilator device showing many tfs and alarming during ventilation was due to a defective control board. Within this investigation it has been confirmed that the device failed to meet its specifications at the time for the event while it was used for treatment or diagnosis. The patient was manually ventilated while the device was removed from service. No harm to patient, user or third party. The allegation in this cer was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above already performed.